Event description:
It was reported that the patient presented for a follow-up visit in the clinic with endocarditis, which was identified through blood culture. The entire system, including the implantable cardioverter defibrillator, right atrial lead, right ventricular lead, left ventricular lead and a capped right ventricular lead, was explanted. The system was replaced with a leadless pacemaker on the same procedure day. The patient remained in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.